Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 600 mg/dl with trace ketones associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the loss of prime had occurred 2 times; however, the user did not change the cartridge since the loss of prime started. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.